Event description:
Dr. Placed forcep down the scope without any problems. When the doctor went to take the first bite, he then noticed that the needle broke off inside the patient (at the entrance of the stomach). The dr. Was able to retrieve the needle with the same forcep (without incident) but could not retract the needle and forcep into the channel of the scope. The forcep and needle were coaxially removed. This incident had no impact on the patient, therefore pt is doing fine.